Manufacturer narrative:
Remote support provided.

Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device failed the operational check, specifically the therapy delivery test. The event was outside of use and there was no reported patient nor user harm. Remote support was provided, the device failed the operational check, specifically the therapy delivery test. The hardware log was reviewed and it was determined the therapy capacitor is faulty. The therapy capacitor needs to be replaced. The therapy capacitor was ordered and sent to the customer. The faulty therapy capacitor is unavailable for return. The device remains at the customer site. A replacement component was sent to the customer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.